Event description:
It was reported that the customer had scratches on the screen that are starting to make it hard for him to read the screen on the pump. Customer stated that he thinks it was just wear and tear. Customer stated that he was having problems reading the screen now. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. Customer also had a broken belt clip, which will also be replaced. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).